Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) blood collection tube there was underfill or low draw of a tube with blood, and stopper creep out or loose closure. Four occurrences of underfill were noted, and one event of a crooked cap was identified. The following information was provided by the initial reporter: the customer stated: "it was reported that the vacutainers are not filling and the cap was crooked." Defective issue: vacutainers not filling, no vacuum number of defective products: 4 tubes reported by one nurse (all same lot # above) the nurse did not use the vacutainer that I have in my office because its cap was crooked but does not appear crooked by the time I received it. Additional information: customer response: were there any erroneous results? No, because the nurse eventually found a vacutainer that filled. Did the course of treatment change? No. What is the labeled draw volume (2ml, 3mletc) 3ml as described in the ¿part name¿ at the top of this email what was the tube¿s expiration date? 2021-12-31. How was the tube drawn? Syringe was used as per our protocol to draw blood from our hemodialysis central venous catheter and then a bd transfer device was used. When a vacutainer does not fill, the nurse will often try a new vacutainer adapter to ensure that it is not the adapter. Was a discard tube used? No. Was a successful draw achieved with the same lot? Unknown. Is this happening with one particular department, unit, and shift, time of day or person? One shift, one unit, one nurse. Are you using a bd device to transfer the blood to a tube? Yes. Bd ref 364880 female luer adapter blood transfer device. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) all connections were checked and nurse then used a needle to ensure it was not an issue with the bd vacutainer adapter. Have the tubes been exposed to extreme heat: no.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) blood collection tube there was underfill or low draw of a tube with blood, and stopper creep out or loose closure. Four occurrences of underfill were noted, and one event of a crooked cap was identified. The following information was provided by the initial reporter: the customer stated: "it was reported that the vacutainers are not filling and the cap was crooked." Defective issue: vacutainers not filling, no vacuum. Number of defective products: 4 tubes reported by one nurse (all same lot # above) the nurse did not use the vacutainer that I have in my office because its cap was crooked but does not appear crooked by the time I received it. Additional information: customer response: were there any erroneous results? No, because the nurse eventually found a vacutainer that filled. Did the course of treatment change? No. What is the labeled draw volume (2ml, 3mletc) 3ml as described in the ¿part name¿ at the top of this email. What was the tube¿s expiration date? 2021-12-31. How was the tube drawn? Syringe was used as per our protocol to draw blood from our hemodialysis central venous catheter and then a bd transfer device was used. When a vacutainer does not fill, the nurse will often try a new vacutainer adapter to ensure that it is not the adapter. Was a discard tube used? No. Was a successful draw achieved with the same lot? Unknown. Is this happening with one particular department, unit, and shift, time of day or person? One shift, one unit, one nurse. Are you using a bd device to transfer the blood to a tube? Yes. Bd ref 364880 female luer adapter blood transfer device. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) all connections were checked and nurse then used a needle to ensure it was not an issue with the bd vacutainer adapter. Have the tubes been exposed to extreme heat: no.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and the issue relating to underfill stopper cocked was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.